Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('or perforation of other organs') in a female patient who had essure (batch no. C95081) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, abdominal pain, depression and stress had not resolved and the device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number: c95081 manufacture date: 2014-08 expiration date: 2017-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-dec-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes") and perforation ("or perforation of other organs") in a female patient who had essure inserted (lot no. C95081) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of cervicitis, adenomyosis, parity 2 (svd both), multigravida, anemia, low back pain, pelvic discomfort, ovarian cyst and coital bleeding. Previously administered products included: depo provera, oral contraceptive nos and mirena. Concurrent conditions were listed as vaginal discharge, abdominal pain lower, heavy periods, vaginal discharge, dysmenorrhea, menorrhagia and abnormal uterine bleeding. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the pelvic pain, back pain, abdominal pain, depression and stress had not resolved. The outcomes for device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: endometrial thickness :2 cm anterior:1 cm bilateral occlusion. Good placement of devices [pathology test] on (B)(6) 2021: uterus - uterus, cervix, bilateral fallopian tubes operative procedure: total lap hysterectomy and bilateral salpingectomy clinical diagnosis/ history: abnormal uterine bleeding, essure removal gross description: right attached fallopian tube: there is a thin coil/wire located in the proximal lumen and cornu of the right fallopian tube measuring 2.5 cm x 0.1 cm. Left attached fallopian tube: there is a thin coil/wire located in the proximal lumen and cornua of the left fallopian tube measuring 2.5 cm x 0.1 cm. The remaining myometrium is thinly sectioned showing no evidence of foreign material. Diagnosis: uterus, cervix and bilateral fallopian tubesmild chronic cervicitis early secretory endometrium few foci of adenomyosis no evidence of leiomyomas. History of essure device in proximal portions of both fallopian tubes. Both the proximal segments are submitted intact with the devices as part of litigation process in envelope provided by law firm mild vascular congestion of the fallopian tubes and sections show no diagnostic abnormalities. [Ultrasound pelvis] on (B)(6) 2020: this patient comes with said of left lower quadrant abdominal pain and rebound tenderness. Please assess for signs of possible causes including right ovarian cyst .uterus is appropriate in size of the patient's age measuring 6.9 x 4. 7 x 5.4 cm. Myometrium is homogeneous with no obvious fibroids. Cervix is unremarkable. Endometrium is homogeneous in texture and normal in thickness equaling 8 mm. There were follicles within a normal right ovary. There were follicles within the left ovary. As well there is a slightly larger simple cyst measuring 1.6 x 1.9 x 1.5 cm. There were no solid adnexal masses or fluid collections. There is a small amount of anechoic free fluid in the posterior cul--de-sac which is probably physiologic in origin conclusion: follicles in both ovaries as well as a simple cyst in left ovary. Small amount of anechoic free fluid which is felt to be physiologic in origin. Mild thickening of the bladder wall. Exam otherwise unremarkable.; on (B)(6) 2023: the uterus is not enlarged. The endometrium is normal and here is an iucd normal position. The ovaries are identified and there is a small cyst on the right only measuring 1.3 cm and there is a follicle on the left. There is no pelvic mass or fluid, conclusion; iucd in normal position. Residual urine. No other significant abnormalities lot number: c95081 manufacture date: 2014-08 expiration date: 2017-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant drugs, concomitant conditions are added. New reporters are added. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes') and perforation ('or perforation of other organs') in a female patient who had essure (batch no. C95081) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion medically significant), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, abdominal pain, depression and stress had not resolved and the device dislocation, uterine perforation, fallopian tube perforation, perforation, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.